Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of a display issue, its lower display was missing columns. It was ad ditionally noted that both bail covers were broken. All found defective parts were replaced and all other identified issues were resolved. (B)(4).

Event description:
It was reported that the bottom display had lines. The generator was returned for service. There was no patient involvement.